Event description:
The facility contacted baxter (B)(4) technical services to report an interlink system continu-flo solution set that was faulty. Reportedly, an IV antibiotic (septra) was mixed in 219 ml and hung, via the piggy-back port, on the continu-flo set. The pump was set at 160ml/hr to infuse all 219ml over 90 minutes. Within 5 minutes just about all 219 ml from the secondary/piggy-back bag were gone. A co-worker noted that the primary IV bag of normal saline appeared fuller than it was prior to when the septra was started. The customer reports that the normal saline bag had the same viscosity look as the mixed septra bag did. There were no puddles or drips on the floor to indicate that the septra had leaked onto the floor. This malfunction occurred during infusion. There was no patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation and was not confirmed. The sample primed and flowed normally with no back flow noted. No root cause identified. Additional information: a review of the product labeling was performed and found the labeling to be adequate. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number.